Manufacturer narrative:
A rotational sensor malfunction was observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. A tear was observed on the internal portion of the soft cannula, resulting in a leak. The leak contributed to corrosion on the mechanism rail and commutator cap. The commutator cap corrosion as a result of the cannula tear is confirmed as the root cause of the reported 0x40 alarm. Lot release records were reviewed and the product lot met all acceptance criteria. , omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone17.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 285 mg/dl while wearing the pod between 4 and 24 hours. The pod generated a hazard alarm during operation. As treatment, a new pod was applied. The device investigation observed an exposed cannula damage and fluid leakage during testing. The leak contributed to the corrosion on the pod's mechanism rail and commutator cap.